Event description:
I had a procedure called essure placed inside my tubes to prevent pregnancy in late 2008. In 2009, the product and conceptus as the manufacturer did not work. I am 9 weeks pregnant. Dates of use: pregnancy, late 2008 - 2009. Diagnosis: prevent pregnancy.